Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level at the time of the issue was recorded as 165 mg/dl technical support instructed the customer through troubleshooting steps, but the issue remained unresolved, necessitating a pump replacement. The pump was under warranty, and the customer was informed about the need for replacement. A new pump was provided to ensure continuous insulin delivery, and instructions were given for returning the malfunctioning pump using a prepaid label.